Manufacturer narrative:
Multiple attempts were made to obtain additional information from the field, but were unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted two years and five months later for normal battery depletion (nbd). The device was returned for analysis.

Event description:
Boston scientific received information that this patient experienced a syncopal episode of unspecified etiology. It was reported that the pacemaker battery was low, however no additional information could be obtained. No additional adverse patient effects were reported.